Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred and when the device was withdrawn it was observed that half of the foot was missing. An arteriography was performed to check the status and the foot was not found. It was thought that the piece remained in the subcutaneus tissue. Good distal flow at the femoral level was observed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that the posterior portion of the foot was broken and a posterior cuff miss occurred. This confirmed the reported event. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.